Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct the initial MDR. Describe event or problem was corrected to mention patient's pre-existing condition which lead to lead dislodgement.

Event description:
It was reported that the right ventricular lead dislodgement was discovered through echocardiography due to patient¿s pre-existing condition of severe tricuspid regurgitation. It was noted that the electrical measurements were stable. The lead was replaced. The patient had no further issues and patient¿s condition was fine prior and post procedure.

Event description:
It was reported that the patient had echocardiography which showed right ventricular lead dislodgement. It was noted that the electrical measurements were stable. The lead was replaced. The patient had no further issues and patient¿s condition was fine prior and post procedure.